Event description:
A report of overinfusion associated with the use of an infusion pump was received. According to the rptr, an infusion of heparin, 250mls, to infuse at a rate of 7mls/hr was set up in the hospital e.r. After 1.5 hours time, the entire amount in the bag was reported to have infused. The clinician reported that the heparin was then placed on hold and two serial activated partial thromboplastin time levels drawn showed results of greater than 150. According to the clinician, the heparin infusion was not restarted. There was no negative outcome or pt injury associated with this incident.